Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The blood glucose level was 447 mg/dl. The customer stated that the issues with care link and the meter, meter stopped sending reads to care link. The customer also stated that there was no error code. The customer stated she cannot upload information from meter to computer. The customer reported that the customer offered the troubleshooting. The device will not be returned for the analysis.